Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery expanded indication system device used for treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were not returned. The depth limiter was attached. The needle was twisted toward the right and bent upward from the handle on and again at the distal end. Due to needle damage the actuator jammed with attempt to cycle and actuate. Per IFU 10600972: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, DHR, complaint history, IFU, risk management, clinical/mi results, material assessment and technique guides (as applicable). No indication suggests product did not meet specifications upon release for distribution. Product met specifications upon release to distribution. No further investigation warranted at this time.

Event description:
It was reported that during a meniscus fixation the second anchor could not released. T1 was anchor secured but removed from the patient. The procedure was completed with a backup device and no significant delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.